Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2023-09-22 fu-mpxr-1095334.2 (rep) additional information was received from a company representative (rep) reporting that the pump had not been discarded as originally thought but had been set aside. The pump was given to the rep to be returned to mdt. The rep is just now returning the pump and will be shipped on 2023-09-29.

Manufacturer narrative:
H3: analysis of the catheter revealed no significant anomaly; catheter body-deformed in shape and/or abrasion, did not affect infusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023 (B)(6) (hcp, rep): information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 7.2 mg/day and bupivacaine 5 mg/ml at 7.2 mg/day via an implantable pump for unknown indications for use. The patient was also taking 4 mg of dilaudid three times a day and 15 mg of morphine three times a day. It was reported that the patient experienced a return of pain following a refill procedure that occurred approximately one week ago. It was determined that no environmental/external/patient factors had led or contributed to the issue. Troubleshooting/diagnostics performed included a catheter dye study. It was also noted that no interventions/actions were taken yet and that it was unknown if a surgical intervention was planned. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history included hypertension, murmur, and pacemaker. (B)(6) 2023 (B)(6) (hcp, rep): additional information was received from a health care provider (hcp) via a manufacturer re presentative (rep) indicating that the patient was scheduled on (B)(6) 2023 for a catheter revision/replacement on (B)(6) 2023. Once the hcp saw the pump in the operating room (or) while prepping the patient for surgery, the surgeon elected to remove the pump due to the patient's anatomy. The device was explanted in patient registration. (B)(6) 2023. E1 (hcp, rep): additional information received from health care provider (hcp) via a manufacturer representative (rep) indicated that there was no issue with the catheter found during the removal procedure. It was also unknown if the reported patient symptoms of "return of pain" was related to the infusion system. The pump and catheter were discarded and would not be returned.

Manufacturer narrative:
Concomitant medical products: product ID 8780; serial# (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2023; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-nov-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the patient's return of pain was a possible loss of delivery of intrathecal medication to intrathecal space. Actions/interventions taken to resolve the patient's return of pain included adjustment of oral pain medications. It was also noted that the event did not resolve and that a further adjustment in oral medication would be performed. The results of the catheter dye study was also provided indicating that they were unable to return cerebrospinal fluid (csf).